Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred with multiple cartridges during the load process. Reportedly, the cartridges were filled with 300 units. The user reloaded a cartridge or loaded new a cartridge each time successfully and resumed insulin delivery. There was no reported impact to the user's blood glucose level.